Event description:
It was reported that after an unspecified procedure, stent fracture and stent thrombosis occurred. In (B)(6) 2013, a promus element plus everolimus-eluting platinum chromium coronary stent was implanted. On the next day, the patient came back because the implanted promus element plus stent developed thrombosis, which was noted within 24 hours from the procedure. Thrombectomy was done and two unspecified bare metal stents were placed inside the device. It was suspected that thrombosis was due to promus element plus stent fracture. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the complaint device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).